Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, corroded drain fitting. Outdated printed circuit board (pcb) and power switch. Per functional testing, the motor on the pump was running but water was not circulating. The complaint was confirmed. The root cause was an inoperative water pump no longer recirculating water. It was unknown what caused the pump to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not pump water. Patient involvement is unknown.